Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') and uterine perforation ('uterine perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and pelvic pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown and the abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified). Result: perforation. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, fallopian tubes perforation, uterine perforation, migration. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.